Event description:
It was reported that atrial myopotential oversensing was ob- served via intracardiac electrogram.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.